Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing coronary diagnosis procedure which was completed after cleaning the footswitch. The philips remote service engineer (rse) communicated with customer and confirmed that the system was unable to expose, and the system was completely down. Review of log file does not directly confirm footswitch malfunction. Upon remote testing rse instructed the user to check the footswitch and they found contrast drops on the footswitch. To resolve issue rse requested them to clean it. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code was corrected.

Event description:
It has been reported to philips that it was unable to expose and the system was completely down. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.